Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to deployment against resistance or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that device breakage, can occur when used with forced deployment or with attempts to manipulate the position of the device by gear-shifting, which is noted within the IFU as a potential complication associated with the use of the device.

Event description:
Device analysis performed on the returned superion indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to deployment against resistance or manipulation of the position of the device by gear shifting of the inserter. A product labeling review identified that device breakage, can occur when used with forced deployment or with attempts to manipulate the position of the device by gear-shifting, which is noted within the IFU as a potential complication associated with the use of the device.